Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device for an unknown amount of time. The patient went to seek medical attention where it was diagnosed to be an infection. The patient described the site as hard and the size of a grapefruit. The patient was prescribed clindamycin (150 mg takes three pills three times a day, taken for seven days). The old pod was thrown away.